Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were not provided. The field service engineer (fse) cleaned the ise mixing wells and nozzles, reseated all electrodes, installed new reference electrodes, conditioned the ise flow path, and performed an ise check successfully. A 21-cup precision check and calibration were performed successfully. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 1 patient sample on a cobas 8000 c702 module. The initial na result was 142 mmol/l and an initial k result of 5.1 mmol/l. The nurse questioned the differences in the results compared to a previous sample and it was repeated. The sample was repeated and the repeat na results were 115 mmol/l and 115 mmol/l and the repeat k results were 3.3 mmol/l and 3.3 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
Calibration was last performed on (B)(6)2023. The customer provided verbally that all qc was acceptable. It was found that the root cause of the event was that the measuring electrodes the customer was using on the analyzer outside of their stability time of 2 months or 9000 tests.